Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that when the head ring drives (hrd) were fully retracted, one of them collided with the brw localizer frame. There was pt contact. However, the pt was not treated. No pt injury was reported. Additional clinical info has been requested. Cross reference to MFR report number: 1222895-2010-00026.